Event description:
Boston scientific received information that during defibrillation threshold (dft) testing, this implantable cardioverter defibrillator (ICD) displayed a fault code 1005. High out of range (oor) shocking lead impedance (sli) was observed. The patient had a competitor right ventricular (rv) lead. Additional information indicated that the high voltage (hv) lead seemed to be fractured. The patient will be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.